Event description:
It was reported to philips that the system could not perform exposures. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed the exposure failure. Fse reviewed the log file and found the error message "invalid program." Upon troubleshooting, fse inspected the system and found a hard disk problem. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, the image processing pc, and the flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. To resolve the issue temporarily, fse bypassed the hard disks. Philips has implemented a medical device correction z-1151-2024, and the system was returned to good working condition. The codes were updated based on the investigation outcome.